Manufacturer narrative:
(B)(4). No conclusion code available. The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported noise could not be determined.

Event description:
It was reported that the patient presented in clinic after non-sustained vf episodes due to noise were observed via remote transmission. The patient was asymptomatic. Noise was reproduced with hands above head. The device was explanted and replaced. The patient was stable following the procedure and will continue to be monitored normally.